Manufacturer narrative:
The insulin pump as received with normal operating currents and no blank display during testing. There was no damage found on the lcd isolation tape. The unit had an intermittent button response due to a corroded keypad. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer's mother called in to report a blank display and an unresponsive keypad. The customer's blood glucose level was 180 mg/dl. The customer declined to troubleshoot. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.